Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process for the reported lot. One (1) sample was returned. As part of the investigation, the team inspected both the catheter and the sump tip under magnification and confirmed the presence of the bonding agent. This would allow for the sump tip to be bonded to the catheter. A review did not identify any damage on the tip that would suggest it was damaged during production. As part of the assembly process, the sump tip is inspected by the operator to ensure that the sump tip is fully seated down on the yankauer. Post assembly of the sump tip and catheter, each individual unit is subjected to a 100% static weight pull test to ensure the catheter and tip is bonded correctly. No definitive root cause could be identified. At this time, a corrective and preventative action (CAPA) will not be initiated. Complaint trending will continue to be monitored.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported during a total abdominal hysterectomy in laparotomy, the cannula basket detached in the patient's abdominal cavity, and was promptly recovered.